Event description:
A surgeon reported that following a glaucoma filtration shunt implantation, the shunt was noted to be touching the iris. A needling procedure was performed nine days prior to the shunt placement resulting in an intraocular pressure drop due to a shallow anterior chamber. The surgeon suspects this drop in pressure caused the shunt to touch the iris. The symptoms have resolved and the shunt remains implanted. No additional info is expected.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufactures release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).